Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain, severe pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (3), d & c, endometrial ablation, burning sensation and urinary frequency. *essure confirmation test- yes. Concurrent conditions included leiomyoma nos, nabothian cyst, depression and anxiety. Concomitant products included alprazolam (xanax) since 2017 and tramadol since 2017. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine enlargement ("reproductive system disorder or condition type of disorder or condition: hypertrophy of uterus / hysteromegaly"), cervical cyst ("benign cervix with nabothian cyst") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("leiomyoma / fibroids / benign serosa"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (ablation and lavh, bilateral salpingectomy,hysterectomy (full),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower and uterine leiomyoma had resolved and the genital haemorrhage, uterine enlargement and cervical cyst outcome was unknown. The reporter considered abdominal pain lower, cervical cyst, genital haemorrhage, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure placement confirmation result: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Concomitant medication and condition added. Events : menorrhagia, heavy bleeding, abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: hypertrophy of uterus / hysteromegaly, leiomyoma / benign serosa / fibroids, benign cervix with nabothian cyst, lower abdominal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.